Event description:
The customer reported, the 9600emi lift motor up/down switch is depressed and shuts off power to the c-arm. No patient injury is reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.